Event description:
Boston scientific (bsc) crm received info that this dextrus ventricular lead had dislodged. Therefore, a revision procedure was performed. During the procedure, there appeared to be a break in the lead insulation at the suture site. Therefore, the lead was removed from service and replaced. Dates were provided to us by boston scientific.